Event description:
It was reported that during a laparoscopic colorectal procedure the device was broken. The clamp blade and tissue pad came loose. He found the clamp blade and tissue pad in the pt and took it out. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.